Manufacturer narrative:
Review of instrument images: crrs 3 shows negative reactions with all cells. Cell 1 is the only k positive cell on the panel and is heterozygous for k. Visually this reaction appears negative with a very light pink background. The positive control well appears as expected. Crrid panel (new sample from sample patient) shows that this sample did not react with all k positive cells. Cells 2, 5, and 8 were the only k positive cells on the panel and were heterozygous for k. Cell 2 was negative. Cells 5, and 8 gave equivocal reactions. Confirmed the reactivity of the k antigen on retention crrs (3), lot r058. Confirmed the reactivity of the k antigen on retention crrid, lot id119. A service call was made. Complaint resolved by camera reader replacement on the echo. System tested and operated within specifications with no problems observed. Hemagglutination tube testing performed with customer's patient sample using selected k+ and k- cells from retention panocell-20. Testing was performed at all temperatures. Sample exhibited 1+s to 2+ reactivity at 15'rt and +w reactivity at iat with both k+ cells and was nonreactive with k-cell in all testing. Results indicate sample antibody is partially, if not wholly igm in nature.

Event description:
Customer reported an unexpected negative reaction on the echo when testing patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid). No transfusion reactions were reported as a result of the negative reactions.